Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen. There was a 9mm tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 75% stenosed, 28mm x 3.0mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 6f jr 4 guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 2.5x15mm emerge balloon catheter. A 3.0x28 synergy stent was then deployed with no issues. Subsequently, a 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post dilatation. However, upon the 1st inflation the balloon ruptured at 18 atmospheres. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 75% stenosed, 28mm x 3.0mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 6f jr 4 guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 2.5x15mm emerge balloon catheter. A 3.0x28 synergy stent was then deployed with no issues. Subsequently, a 12mm x 3.00mm nc quantum apex balloon catheter was advanced for post dilatation. However, upon the 1st inflation the balloon ruptured at 18 atmospheres. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.